Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for wound dehiscence at the evoke closed loop stimulator (cls) implant site. The patient underwent treatment with antibiotics and surgical debridement. During the debridement procedure, a metallic foreign body was identified within the wound. The evoke scs system was explanted to resolve the reported event.